Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 36 +3.5 cocr fermoral head.

Event description:
As reported, the patient had an initial left tha on an unknown date. The patient was revised and the g2 liner and cocr head were explanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.